Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that the cause of the device totally stopping working and no bladder control was unknown. Patient stated that maybe some interference because it stopped when they turned on the ships wifi to use, and then began working again when patient turned off the ship wifi. Patient was able to use it later without issues. Patient was not sure but probably was interference and lasted 8 hours. No additional steps taken other than turning the ship wifi off. So far patient doesn't have any more problems. Patient mentioned they will be on a ship from 2021 (B)(6) through 2021 (B)(6) so they will see/monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient via an e-mail that they were on a royal caribbean cruise outside of the united states and they were using the royal caribbean in -cruise application and they had their regular phone in airplane mode. The patient reported the device "totally stopped working," and they "practically had no bladder control." The patient stated they tried to change the program and the "bladder pacemaker" couldn't be reached to change the program. The patient stated that after a day, they turned off the airplane mode and the in-cruise application and took their regular internet service however they noted that "unfortunately," that service was costly.  The patient wanted to know "could the in-cruise application or the airplane mode interfere with the "bladder pacemaker?" The patient stated they were confused as to why it stopped working. The patient also noted that as their phone was off, their only current mode of contact was via e-mail.